Event description:
This pt developed endophthalmitis following surgery and rec'd intravitreal antibiotics for treatment. The pt has not been seen back in the office since the initial diagnosis. This device was used during the procedure. The cause for the endophthalmitis has not been determined.